Event description:
During a surgical procedure, the surgical resident was disconnecting the new davinci endowrist bipolar maryland instrument. During this time, the connecting bipolar prongs at the top of the instrument had slipped out of the instrument. It was not determined whether or not the wires were internally disconnected. Witnessed by manufacturer rep.